Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call serious injury because of high blood glucose levels. Customer's blood glucose level was unknown and they were off of the insulin pump due to the device being replaced. Customer went to the emergency room and was released the same day after receiving fluids for hydration. Customer advised they went to the hospital just two days after with diabetic ketoacidosis.